Event description:
Customer stated that their meter is displaying "weird numbers" like 9 and 15. Customer stated that the numbers were appearing after the countdown. A review of the system was conducted over the phone. The result of this review was that the meter was missing segments in the units position. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 for future questions/concerns.